Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion/ blockage at the site, which caused the patient blood glucose levels elevated to high, therefore patient had received correction bolus via pump, mdi, & change out supplies. No further information available.